Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a hysteroscopic pedunculated submucosal myoma resection procedure, the visera elite ii video system center displayed an e333 error code message. Although there was an e333, there was no problem with the endoscopic image. After completing the procedure successfully with the same device, the unit was restarted to check if the error could be reproduced. The error did not recur after restarting, and the customer had chosen not to return the subject device for repair. There were no reports of patient harm associated with this event.